Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device and determine the root cause conclusively. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The lot number was specified from the delivery date to the user. Based on the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. *when removing the hook from the loop, confirm on the endoscopic image that the coil sheath is extended from the tube sheath. Otherwise, the loop may get stuck inside the instrument.

Event description:
The subject device was used to ligate the polyp. The user could not pull out the device from the endoscope, since the loop of the subject device remained in the sheath. The user used pliers to cut the insertion part of the device. The user pulled the endoscope out of the patient while leaving the device inside the patient. The user inserted the endoscope again, resected the lesion and removed the device from the patient with the lesion. The procedure was completed. There was no patient injury reported except this event.